Event description:
On 01/15/2010, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was prompting an "ER 5" message. Per the onetouch ultramini owner's booklet, this error appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on the afternoon of (B) (6) 2009. Despite the alleged issue, the patient claimed he continued to take his usual dose of oral medication (4mg of glimepiride). Approximately 3 or 4 days after the alleged issue started, the patient reported that he developed symptoms of a cold sweat and feeling shaky. On the late morning of (B) (6) 2010, the patient stated he tested his blood glucose on another device ((B) (4) brand) and obtained a result of "289 mg/dl." The patient also reported that same day he spoke with an advice nurse and was told to walk for 20 minutes. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The alleged error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly develops symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.